Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. The physician implanted a taxus express2 drug eluting stent, unk size, to the posterior descending right coronary artery (rca). The stent was well positioned and well apposed. Aspirin and panaldine were prescribed post procedure. The pt returned with 90% in-stent restenosis in the posterior descending rca. The restenosis was treated with balloon dilatation, unk type and size balloon. The time from implantation to restenosis is unk. Add'l info regarding this event is not available.

Manufacturer narrative:
As the unit has not been returned, a technical analysis was unable to be performed. As the batch number is unk, a review of the mfg records cannot be performed. The most probable root cause is classified as anticipated procedural complication as the device related root cause does not apply, and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.